Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp. It was reported that the patient discovered that their patient programmer's battery was low, patient was seen in the clinic and the voltage batteries were low. It was stated that patient went in for programming. It also mentioned that the issue had not been resolved, patient suffered a stroke a few weeks ago and the return of tremor could be due to this and that time would tell if tremor improves. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
For other implantable neurostimulator (serial # (B)(4)) involved in this event, see regulatory report # 3004209178-2018-09931. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of movement disorders. It was reported the patient did not believe his implants were working properly. The patient stated he was having a return of tremors on his left side beginning (B)(6) 2018. The patient stated his patient programmer was showing both of his inss were low and needed to be replaced which was impossible since he just had them replaced due to normal battery depletion. The patient stated he tried increasing stimulation but that did not make a difference. The patient stated he contacted his healthcare professional (hcp) but had not heard back from anyone. The patient stated he went in for a checkup and they did a bunch of tests and everything. The patient confirmed they did an MRI and a couple of ekgs. The patient stated they did not do any reprogramming at this time however on the way home he started to notice a return of symptoms. The patient stated he tired increasing stimulation and also switching groups around a little bit after the tremors started. The patient was concerned that something happened to his therapy after the tests he had done. During the call the patient programmer showed stimulation was on and ok on both the right and left inss. The patient stated the left showed group b at 3.0v and the battery voltage at 2.97v and right showed group a 5.5v and battery voltage at 2.92v. The patient stated he noticed the ins was at 2.03v the night prior to the call but could not remember how he got there or any further information. The patient was redirected to follow up with the hcp to have the device checked due to return of symptoms. The patient also reported he was getting a low signal and it was when reading the patient programmer battery level. The patient reported seeing "low" and 25% on the patient programmer indicating the patient would need to change the batteries soon. No further complications were reported or anticipated. - information regarding stroke omitted as it is contained in pe# (B)(4).